Event description:
The customer contacted stryker to report that the only button working on their device is the on/off button. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad and small keypad assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.